Event description:
It was reported that prosthetic valve migration and paravalvular leakage occurred. The native valve was mildly calcified. Pre balloon valvuloplasty was not performed. A 27mm lotus edge valve was advanced for implantation. During positioning, it was noted that the left side of the valve was much lower that the non-coronary side. The physicians chose not to reposition the valve based on transesophageal echocardiogram results of zero paravalvular leakage (pvl). The valve was deployed without difficulty. Once the valve was released and the delivery system was removed, it is believed that the valve migrated into a lower position resulting in moderate to severe pvl. The patient was observed and then discharged home.

Manufacturer narrative:
Date of birth: updated with additional information received. Outcomes attributed to adverse event: updated to death . Describe event or problem: updated with additional information received. Relevant test / laboratory data: updated with additional information received. Type of reportable event: updated to death. (B)(4).

Event description:
It was reported that prosthetic valve migration, paravalvular leakage and death occurred. The native valve was mildly calcified. Pre balloon valvuloplasty was not performed. A 27mm lotus edge valve was advanced for implantation. During positioning, it was noted that the left side of the valve was much lower that the non-coronary side. The physicians chose not to reposition the valve based on transesophageal echocardiogram results of zero paravalvular leakage (pvl). The valve was deployed without difficulty. Once the valve was released and the delivery system was removed, it is believed that the valve migrated into a lower position resulting in moderate to severe pvl. The patient was observed and then discharged home. It was further reported that the patient died at home seven days post implant procedure. No further information is available.